Event description:
It was reported that the pt has experienced an infection. One month after the surgical procedure, the pt started to receive corticoids (prednisolana for 3 months). After corticoid treatment was stopped an inflammatory process was observed around the right ear. The implant surgeon suggested that the pt continue using prednisolana. The pt continues to be monitored by the clinic.